Manufacturer narrative:
RMA issued. Software investigation underway, not completed at time of this report.

Event description:
A medtronic rep reported an error when loading an MRI exam for a deep brain stimulation procedure. However, the medtronic rep reported that a CT scan loaded successfully. The surgeon opted to continue the procedure without the use of the stealthstation. There was no impact on pt outcome.